Event description:
It was reported, the subject device had error e26. The issue was found during an unspecified therapeutic procedure and was completed using the same set of equipment. No delay and no patient harm were reported.

Manufacturer narrative:
The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU): ¦4.1 precautions for use (warning) if any abnormality occurs during use, such as disappearance of the endoscope image or inability to adjust the focus, the following items must be strictly observed and use of the product must be discontinued immediately. There is a risk of serious injury. The video system center should be turned off and then immediately turned back on to see if the image returns. If the image returns, pull the endoscope from the patient while viewing the image and discontinue use. If the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the eyepiece of the endoscope. If various treatment tools are in use, withdraw the tools by the method deemed safest before withdrawing the endoscope. If blood or mucus adheres to the tip of the endoscope or the cover glass at the back end of the endoscope or camera head becomes fogged, the image may become blurred or dark. In such cases, remove the dirt or fogging once before use. Failure to do so may result in burns or damage to the body cavity. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.